Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found dark spots/foreign material on the white wire. Unable to identify material. Unable to determine if the material came into contact with the wire prior to or post shipping from moncks corner facility. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that there were black spots on the white wire of the temp sensing foley.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found dark spots/foreign material on the white wire. Unable to identify material. Unable to determine if the material came into contact with the wire prior to or post shipping from moncks corner facility. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that there were black spots on the white wire of the temp sensing foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there are black spots on the white wire of the temp sensing foley.